Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed in the dialyzer and the machine alarmed. There was a crack on one of the ends of the dialyzer where the bloodlines connect. Estimated blood loss was 250cc's. The patient had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.